Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence adn urina ry/bowel disfunction. It was reported that they felt like the therapy hadn't been working for about 2 weeks. They said that their primary care physician recommended that patient call to have the manufacturer help them check remotely if the implant was on and running. The patient stated they tried increasing the stimulation, but that didn't help and they put it back down to where it was. They said they had changed the program and now on the program they were on (program 5) they felt stimulation in their implant battery pack area. The agent walked the patient through connecting to their settings and the patient confirmed therapy was on and running. The patient increased stimulation to a level where they could feel stimulation in their penis/testicles/ anus area, but reported feeling stimulation in the "battery pack area." They changed to a new program (program 6) and confirmed feeling stimulation comfortably in the bicycle seat area t 1.4v. They will maintain stimulation level, will continue to track symptoms, and were redirect to their doctor if the issue persists.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that the issue had been resolved after meeting with their doctor.

Event description:
: Additional information was received from a manufacturer representative (rep). The rep reported that the cause was unknown and the patient has an appointment with the physician at (B)(6) hospital was obtained.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.